Event description:
Emergent hemodialysis ordered for hyperkalemia. Placed on circulation (1st attempt) with revaclear dialyzer (lot# c412122001): blood leak alarm after blood pump speed increased and dialyzer flipped. Positive test for blood (serim guardian blood leak test strips) at drain line and outflow hansen connector. Blood in extracorporeal circuit wasted. Placed on circulation (2nd attempt) with revaclear dialyzer (lot# c413103001): blood leak alarm after blood pump speed increased and dialyzer flipped. Positive test for blood (serim guardian blood leak test strips) at drain line and outflow hansen connector. Blood in extracorporeal circuit wasted. Placed on circulation (3rd attempt) with revaclear max dialyzer (lot# c412207201); blood leak alarm after blood pump speed increased and dialyzer flipped. Positive test for blood (serim guardian blood leak test strips) at outflow hansen connector (test for blood also replicated at outflow hansen connector with serim guardian blood leak test strips from different container). Blood in extracorporeal circuit wasted. Placed on circulation (4th attempt) with baxter dialyzer: hemodialysis successfully initiated. Blood loss approx 250 ml for each failed treatment (total 750 ml). Pt experienced cardiac arrest (pea) approx 1 hour after treatment initiated. Lab work during code blue included I-state k 4.6 and h/h 5.6 / 17.7 (hgb 12.5 at 1945 prior to hemodialysis). No obvious sources of bleeding identified. Pt resuscitated and transfused.